Event description:
It was reported that this right ventricular (rv) lead exhibited shock impedance high out range. Technical services (ts) was consulted and suspected of underinsertion or calcification present in the coil; however, it hasn't been confirmed. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited shock impedance high out range. Technical services (ts) was consulted and suspected of underinsertion or calcification present in the coil; however, it hasn't been confirmed. No adverse patient effects were reported.